Manufacturer narrative:
One medfusion 3500 pump was returned for analysis due multiple invalid syringe size alarms. An occlusion test was performed. The analyst also checked and tested the syringe size sensor. The syringe size was slightly out of spec; low value= 0.256, high value= 1.249. The size pot was found to be out of calibration as a result of normal wear / calibration drift. The pump is over 11 years old. Found no damage to the size pot or barrel clamp assembly.

Event description:
Information was received indicating that medfusion 3500 pump displayed a motor error. There was no adverse event reported.

Manufacturer narrative:
Information was received that the reported event occurred during a routine testing. There was no patient involved.